Event description:
Customer reported a broken screen on their pump, rendering the touchscreen unreadable and unresponsive. There was no reported impact to the customer's blood glucose level, as no blood glucose values were provided. Customer service indicated that the pump would be returned for evaluation and a replacement pump with a different serial number had been arranged.